Event description:
It was observed that during the device evaluation, the camera head exhibited noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: noisy image. Based on the results of the investigation, it is likely the noisy image was due to a faulty ccd (charged coupled device)/component failure. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.